Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had streaks that could be felt outside the device. The label stuck to the pump became damp. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from february 09, 2022 - february 14, 2022. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed a small trace of silicone oil on the exterior wall of the housing. The manufacturing process requires silicone oil to be applied to the exterior of the elastomeric bladder to prevent potential rupture from housing contact. A small trace of silicone oil from the bladder may have inadvertently come in contact with the exterior wall of the housing during manufacturing. Functional leak testing was performed and no leak was observed. The reported condition was verified. The cause of the condition was due to manufacturing; however the condition is unlikely to cause harm. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.